Event description:
Contact reports patient had a posterior lumbar fusion on (B)(6) 2008. Patient has contacted surgeon complaining of pain, apparently with two broken screws bilaterally at s-1. It is reported that the patient does not want any more surgery. See mfg medwatch report# 1526439-2011-00158 for the other screw that was involved in this event.

Manufacturer narrative:
No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. Device remains in patient.